Event description:
Suture breakage, post-op. Customer reports that one (1) day following surgery for aortic aneurysm repair, pt violently coughed causing the wound to dehisc. Pt required re-operation to repair the midline incision.